Event description:
It was reported to boston scientific corporation that a injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009. According to the complainant, the probe was attached to the e.r.b.e. Generator without the use of an adaptor cord. The unit was tested in saline solution and bubbles were visible. Once the probe was introduced into the scope, the physician tested the device on healthy tissue and it functioned properly. However, when attempt was made to cauterize other areas, the injection gold probe did not cauterize the tissue. Another erbe generator was then used with the same device with the same result. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).